Event description:
It was reported that prior to starting a da vinci myomectomy procedure, the nurse inspected the instrument and found that one side of the mega suturecut needle driver instrument would not move. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Failure analysis investigation found one grip close cable was broken at the distal idlers. Idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, broken cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.